Event description:
When syringe is loaded into pca pump, the plastic safety cap on the syringe can fall into the well where the pusher block assembly drives the syringe forward. As the pusher block assembly is driven forward by the motor and the threaded screw, it can jam against the safety cap. This causes an occlusion of the pusher block assembly and stops delivery of medication. If the occlusion pressure alarm microswitch is set low enough, it will alarm. If not, it will strip the threads in the pusher block assembly. There have been 16 failures of the half-nut, pusher block assembly with 29 pca pumps over a period of 7 years from jamming against syringe safety caps in the syringe tray.